Manufacturer narrative:
Reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# 6966378, qty# 1) was received at us cq. Upon visual inspection at cq. It is observed that the needle component of the device was bent. It is also observed that the protection sleeve component (319.006.1) was missing from the assembly. Rest of the surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Dimensional inspection: drawing: (B)(4). Specified dimensions: needle diameter = 1.25 +0/-0.05 mm. Measured dimensions: needle diameter = 1.21mm, conforming. Device used: caliper ca802. Documentation/ specification review: the following drawing(s) was reviewed: depth gauge for 2.0/ 2.4mm screws: 319_006 rev. P(current) / f(manufactured). Protection sleeve: 319_006_1 rev. C (manufactured)/ e(current). Needle: 319_006_3 rev. E (current/ manufactured). No design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# 6966378) as it is observed that the needle component was bent. No definitive root cause could be determined based on the provided information. Protection sleeve might have got misplaced during sterilization. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - part number:319.006. Synthes lot number: 6966378. Supplier lot number: n/a. Release to warehouse date: 21jun2012. Expiration date: n/a. Manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the depth gauge is broken. No patient consequences. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for complaint (B)(4).